Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter first name: additional name applies; (B)(6).

Event description:
It was reported that while using the one bd vacutainer® sst¿ ii advance blood collection tube, the gel was found to have diffused into the specimens causing abnormally low biochemistry values when analyzed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The product has expired. Lot 1321364 expired on 31 may 2023 and lot 1336524 expired on 30 june 2023, therefore the retained samples cannot be tested. No clinical testing could be performed for erroneous results as affected analyte(s) were not provided. In addition, both lot numbers have expired. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for poor serum and erroneous results. No root cause could be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the one bd vacutainer® sst¿ ii advance blood collection tube, the gel was found to have diffused into the specimens causing abnormally low biochemistry values when analyzed. There was no health impact or consequence reported.